Manufacturer narrative:
(B)(4). Eval, method - (other): lens work order search. Results - (other): a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a collamer aspheric single plate lens. The lens tore during insertion into the eye. The surgeon decided to leave the lens implanted. The tear was on the plate haptic, not in the visual field. Further info has been requested, but none has been forthcoming. A supplemental medwatch will be submitted when further info is available.